Manufacturer narrative:
The device was evaluated by the manufacturer at the customer site. When attempting a 2d scout image, no visible anatomy was present on the screen. When attempting to move the system, it was unresponsive. Prior to the scheduled x-ray battery replacement the x-ray battery status indicator dropped to no led bars in about a minute after the umbilical cable was unplugged from the system. A system reboot was performed and normal function of the system was restored. Attempts were made to replicate the symptom, but were unsuccessful. System checkout testing was performed and the system passed all testing. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a case, images did not transfer to the mobile view station (mvs) after shooting 2d images. The site also stated that the motion would not function either after taking the images. There was no impact on patient outcome.